Event description:
A customer reported a power source alert 07 for their pump, indicating that the pump battery would not charge despite using the provided tandem charging equipment. The customer's blood glucose level was reported as 288 mg/dl, which was within the acceptable range. To resolve the issue, the customer was advised to try different adapters and cables, but these attempts were unsuccessful. Consequently, technical support decided to replace the pump. The customer, who currently has no backup insulin therapy, plans to contact their healthcare provider for further assistance. The customer was instructed on how to put the pump into storage mode and agreed to return the faulty pump using a prepaid label provided by the company.